Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported unknown side rupture, capsular contracture, baker grade unknown, "shooting pain in the area," and "their implants are also part of the recall." Additionally healthcare professional reported left side rupture and capsular contractures, baker grade IV. Patient also reported "being a breast cancer patient"; this is not device related. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted and discarded.